Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon was performing the ureterovesical anastomosis in a robotic radical prostatectomy, the needle detached from the suture and fell into the patient's cavity. Identification, location and removal of the needle from the cavity was done with the use of an x-ray.